Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c82g. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Relods (b and c): t5az4x, fully fired. Additional information requested and received: can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. Were the tips of device visible during firing? Yes. Were any clips used in vicinity prior to firing? No. Was this the first firing of device? It happened on the first and second firing. Was the device difficult to close? Were the issues experience during each firing the same type? Yes. Did the device complete the firing stroke and knife returned to home position? Yes. Can additional details be provided on the appearance of staple/cut line? Were any calcifications present? Were there any patient factors that could have contributed to event? What is the current patient status? Patient is doing well.

Event description:
It was reported that the patient was undergoing a laparoscopic donor nephrectomy. An attempt was made to seal and cut the renal vein with the stapler, but it was reported that the stapler appeared only to cut partially through the vein, and it was unknown to what extent the staples were deployed. A new reload was inserted in the same stapler, and it was reported that the stapler then failed to seal the vein on the second attempt. The patient required emergent conversion from laparoscopy to open laparotomy in order to control the bleeding from the renal vein. The patient lost an estimated 500 ml blood as a result.